Manufacturer narrative:
Event date is unknown.

Event description:
It was reported patients ipg displayed "replace generator soon "message. It is unknown when patient lost therapy. As such surgical intervention may occur to address the issue at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.